Event description:
This companion 2 driver was not supporting a pt. The customer reported that the display screen on the companion 2 driver did not function. When the driver was placed in a hospital cart, the monitoring screen on the hospital cart functioned properly but the companion 2 display screen remained blank. This alleged failure mode poses a low risk to a pt because the issue was observed when the companion 2 driver was not supporting a pt. In addition, the reported issue would not prevent the companion 2 driver from performing its life-sustaining functions. An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.